Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 2153771. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage past the stopper. The following information was provided by the initial reporter: wanted to report this, had a few syringes of this lot# that leaked. The plunger is not fitting well to the syringe, and leaking out the bottom when the nurse is drawing the medications.